Event description:
The reporter indicated that a 12.1mm vicmo 12.1 implantable collamer lens of -6.50 diopter was implanted into the patients right eye (od) on (B)(6) 2023. Low vault was observed. On (B)(6) 2024 the lens was implanted, removed and replaced intra-operatively for a longer length lens and the problem was resolved.

Manufacturer narrative:
(B)(4).